Manufacturer narrative:
Concomitant products: product ID 3550-09, lot # lb6466, implanted: (B)(6) 2003, product type accessory; product ID 3888-28, lot # l31901, implanted: (B)(6) 1993, product type lead; product ID 7435, serial # (B)(6), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient received assistance from the health care professional or manufacturing representative and the concerns were being resolved. It was noted that there was a surgery scheduled for (B)(6) 2014. It was noted that the patient still had concerns regarding the device or therapy but was working with the health care professional or manufacturing representative. It was noted that there was an appointment on (B)(6) 2014.

Event description:
It was reported that the patient was not able to adjust stimulation and that the programmer and implantable neurostimulator (ins) were not communicating. The patient was not sure when this started happening because they had the ins off several months prior to the date of the report and just turn it on when they need it. The patient reportedly tried to turn it on with the patient programmer at the time of the report and the ins was not responding. It was noted that the patient had replaced the batteries in the patient programmer, and the ins battery light was not on. The patient was not feeling any stimulation and they did not know how long it had been since they had felt any. It was further reported that the patient was having spinal cord neuroma symptoms at the time of the report. It was again noted that the top and bottom light were green on the patient programmer and the ins battery light is not lit. It was later reported that the patient¿s implantable neurostimulator (ins) was depleted. Additional information has been requested but was not available as of the date of this report.

Event description:
It was reported the replacement was standard. It was noted the patient was receiving proper therapy.

Manufacturer narrative:
Correction: notification should have been checked. This device is included in the safety alert, "labeling update for epidural mass causing spinal cord compression," customer letter (february 2014).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was not getting stimulation when she tried to turn it on. The reporter noted that the patient was in continuous mode. It was noted that the battery was at end of service (eos) but the date was unknown. It was noted that a device explant was going to be scheduled but the patient had an open infection. The reporter noted that the patient was not getting spinal cord stimulation (scs) therapy but would soon. It was further reported that the infection was completely unrelated to the device or device sites, as the patient had an open wound that got infected. It was noted that the health care professional checked it and wanted to wait until that infection cleared. It was noted that the infection had cleared. The patient was scheduled for a replacement on (B)(6) 2014.